Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited decreased amplitude measurements, increased threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, the right atrial (ra) lead exhibited high pacing impedance measurements. A chest x-ray was taken and showed that this device had migrated in the pocket and pulled the slack out of the leads. The loss of slack resulted in tightening of the suture sleeve around the rv lead, which, damaged the insulation. It was noted that the patient had fallen a couple of times. An invasive procedure was performed. The leads were explanted and replaced. This device remains implanted and in service. No additional adverse patient effects were reported.